Manufacturer narrative:
Inspection: visual inspection of the plugs reveals that all of them have stripped threads. DHR review the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Device usage: this device is used for treatment. Potential root cause. A definitive root cause cannot be determined with the information provided. Inserting the plugs in an off-axis manor may have contributed to this issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00228 through 3012447612-2021-00232.

Event description:
It was reported that five closure tops would not mate with their mating screw intra-operatively. They were removed and replaced with other closure tops without patient impacts. However, device evaluation by the manufacturer found the closure top threads were stripped. This is report four of five for this event.